Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of this event at a conference on (B)(6) 2014. It was reported that a cre wireguided dilatation balloon was used during an endoscopic papillary large balloon dilation (eplbd) procedure in the common bile duct.according to the complainant, during the procedure, a stone was located between the balloon and the bile duct tissue causing a perforation. It is unknown how the perforation was treated.it is not known if there was an alleged malfunction of the device. No additional patient complications have been reported as a result of this event. If further information is obtained regarding patient details and procedure information, a supplemental MDR will be filed.